Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel and adjust belt messages) was due to the electrode belt¿s a and b cable was pinched at the connector area. The root cause for pinched cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and add gel messages.